Event description:
It was observed during the device evaluation, the lever of the colonovideoscope had corrosion and there was debris accumulation in the valve of the suction cylinder of the scope connector unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.